Event description:
Boston scientific received information that following the implant procedure, sudden loss of atrial pacing occurred followed by loss of ventricular pacing. The device was reprogrammed to vvi; however, the loss of pacing continued. A device check was performed which confirmed the loss of pacing, even though pacing markers were present on the electrograms. The patient had an intrinsic rate of 30bpm and appropriate sensing was confirmed. The leads were tested, and no anomalies were noted. Further testing revealed that pacing was not detected with maximum outputs. A capacitor reform was performed and pacing was provided during the charge. A few seconds after the charge, pacing was lost. As programming options were exhausted, the device was scheduled for replacement. No additional adverse patient effects were reported.

Event description:
This device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. This device was returned with no telemetry. The set screws and seal plugs were inspected and were confirmed to be appropriate. The device was opened and a capacitor issue was noted. The rapid depletion and subsequent loss of telemetry was due to a leaky capacitor.

Manufacturer narrative:
Following the replacement procedure, the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.